Event description:
The manufacturer received information alleging an issue related to a simplygo device that the pca had a thermal event with burn marks. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the service technician found that the pca had burned marks, sieves were clogged and mentioned inlet filter must be replaced due preventive maintenance. The unit will be returned to the manufacturer's product investigation lab for further investigation.